Event description:
During a ptca/stenting procedure there was difficulty withdrawing the balloon. The lesion being treated was a tight lesion on a bend of the proximal lad. The lesion was pre dilated, and the physician then placed the 32 x 2.75mm liberte' monorail stent. When removing the balloon the physician noted withdrawal resistance. The balloon was removed without incident. The physician then placed a 12 x 3.0mm liberte' monorail stent, and again noted withdrawal resistance during removal. Case was complete with no pt complications. Pt status is listed as "okay".